Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 201 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.